Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous arteriovenous fistula in the upper-arm. The 8.0 x 40mm mustang balloon was inflated at 15atms and ruptured on the 1st inflation. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: initial examination of the returned device noted that the balloon material was fully deflated. There was dried blood noted inside the deflated balloon. An attempt to inflate the balloon failed due to a blockage caused by a mixture of dried blood and contrast media. The device was soaked in a bath of warm water in an attempt to dissolve the blockage. Once dissolved an attempt to inflate the balloon failed due to a pinhole leak located at approximately 13mm distal to the proximal transition zone. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous arteriovenous fistula in the upper-arm. The 8.0 x 40mm mustang balloon was inflated at 15atms and ruptured on the 1st inflation. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.